Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose reading of 396 mg/dl while using the ilet and did not receive a high glucose alert; the user had eaten dinner and announced more than usual, and support guided disconnection from the site, fill tubing to confirm insulin delivery, and a site/tubing change with cannula fill, followed by manual sensor calibration with a confirmatory fingerstick of 369 mg/dl and recommendations for a full supply change, after which glucose values trended back within range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of available information. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.